Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the air did not come out from the auto stopcock during a vitrectomy procedure. The procedure was completed after replacing the product with another one. There was no patient harm. The product sample was retained. No additional information is expected.

Manufacturer narrative:
As the customer did not retain the finished goods lot number, the device history record and lot history could not be reviewed. A sample was returned for evaluation. The auto infusion valve (aiv) manifold was tested. An external pressure source was used to perform a cracking pressure test. The pressure was incrementally increased until the valve actuated. The sample was non-conforming due to the higher than expected cracking pressure. The customer should be reminded that the dfu states to visually confirm that adequate air and fluid infusion flow is occurring prior to attachment of the infusion cannula to the eye. The root cause of the customer¿s complaint was the failure of the device to switch from fluid to air whereby the aiv failed to open or had a high cracking pressure (pressure required to open the aiv to allow air passage). (B)(4).